Event description:
It was reported that there was a right hip revision due to a failed constrained liner on the mrs femur.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown constrained liner. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
(B)(6). An event regarding revision involving an unknown liner was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: no patient medical records were available for review. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that there was a right hip revision due to a failed constrained liner on the mrs femur.